Event description:
Information was received from a patient representative (caller) regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the caller stated it was taking a long time to deliver a bolus. The caller stated that it took "like 15 minutes or more". The caller stated that they spoke to a manufacturer representative over the phone on friday and the rep told the patient that was not right and to call in. The agent reviewed data and assisted the caller in deleting the data. The caller was able to connect to the pump with no lag. The caller stated that they would call back when they need further assistance.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: hh90t01 (serial: (B)(6)), product type: 2201-mobile platform; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: hh90t01 (serial: (B)(6)); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.